Event description:
It was reported that the patient was doing ¿so good¿ with the implantable neurostimulator (ins). However, the patient woke up friday morning last week and could not urinate. The reporter took the patient to the emergency room (ER) last saturday and they put a catheter in and that helped. As of the day of the report the patient was ok and did not need a catheter as he was urinating naturally. The patient saw the healthcare provider (hcp) the day prior to the report and ¿they would like to see the patient programmer.¿ the hcp ¿also put water in the patient¿s penis and had him pee and it was beautiful.¿ the reporter stated that the ins was working ¿very good¿ for the patient and they forgot he had it. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial#(B)(4), product type programmer, patient product ID 3889-28, lot# va09hda, implanted: 2013 (B)(6); product type lead. (B)(4)